Event description:
A hospital reported that the rt040m full face mask seal appeared to be glued and still suffered failure of the seal detaching. No pt consequence was reported.

Manufacturer narrative:
The rt040 mask was not returned to fisher & paykel healthcare ('fph') for investigation. Fph requested additional information in respect of the circumstances surrounding the event but did not receive a response despite a follow-up request. Our analysis is accordingly based on the event description as reported. Results: the hospital reported that the mask 'appeared to be glued and still suffered failures at the seal'. The hospital further reported that the separation occurred while the mask was in use on a pt who had 'issues with tolerance related to non-invasive ventilation.' We are unable to review low specific data as no lot information has been provided. Conclusion: without the subject mask, we are unable to verify or confirm the existence of any manufacturing defect nor determine the root cause of the seal separation in this instance. We are unable to verify the extent of movement or force applied to the mask seal during use. It is possible for seal separation to occur if the seal is pulled with sufficient force to break the bond between adhesive and polypropylene based. Fph has received only 1 confirmed event of seal separation involving the glued mask out of many glued masks sold in the period following the implementation of the gluing process.